Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would power off during use. The medical surveillance specialist spoke with the pt at about 2 weeks later, and obtained the following info. The pt reported that the alleged power issue began a week prior to contacting lfs. As a result of the issue, the pt confirmed she was unable to test her blood glucose. The pt reported that she generally tests her blood glucose 2x/day and manages her diabetes by taking both januvia and glimepiride. Despite not being able to test, the pt claimed she continued to take her usual dose of medications. On an unspecified date/time, after the alleged power issue began, the pt stated that she developed a headache and began to feel a little dizzy. The pt associated these symptoms with a high glucose. In response to the symptoms, she reported taking a walk. After her walk, she claimed she then began to feel a "little shaky," which she then associated with a low glucose. In response to feeling shaky, the pt claimed she treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the cca noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.